Manufacturer narrative:
Clinical conclusion: based on information available, there is no documentation that indicates the liberty select cycler caused the patient to experience left lower abdominal pain which resulted in hospitalized due air in the patient¿s abdomen (pneumoperitoneum), as alleged by the patient contact. Per the patient¿s pd nurse, the patient was hospitalized for pre-existing diverticulitis which is consistent with the patient¿s symptoms of left lower abdominal pain. There is no further information, as the hospital discharge summary is not accessible. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact that this patient on continuous cycling peritoneal dialysis (ccpd) encountered a ¿m31 air detected in cassette¿ message in unknown phase of ccpd treatment. The contact stated the patient completed treatment on the liberty select cycler. Subsequently, on the same day ((B)(6) 2018) the patient was experiencing pain on the left side (abdominal) and the patient went to the emergency room (ER) and was admitted into the hospital. It was alleged by the contact the patient had air in his stomach. However, during follow-up the pd nurse reported the patient was hospitalized for diverticulitis which was a pre-existing condition. Details surrounding the patients¿ hospitalization course and treatment are unknown. The patient continued pd therapy and was discharged on (B)(6) 2018.

Manufacturer narrative:
The reported complaint symptom code (no allegation of product deficiency) cannot be confirmed or unconfirmed. Information has been documented. The reported symptom code (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The as-received simulated treatment with reduced dwell was performed and completed. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The glucose test strip tested positive. There were no discrepancies encountered with the mushroom heads. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.